Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had ins replaced due to normal battery depletion. Patient indicated they felt that the battery had migrated slightly more midline closer to the spine. Pocket revision was performed during battery replacement to a more lateral location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.